Event description:
A gastric pouch was reported for a patient enrolled in the (B)(6) registry post implant a swedish adjustable gastric band. In (B)(6) 2010, the patient came to the emergency room for dysphagia and abdominal pain. The band was filled at 6cc at the moment of the incident. The band was deflated. The event was resolved.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.